Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 08056m500; testing met the acceptance criteria and determined the reagent is performing acceptably. The customer had performed dilution linearity testing, the dilution linearity testing was acceptable and a reduction in result was seen when the sample was treated with neuraminidase. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 08056m500, were identified.

Manufacturer narrative:
(B)(4). An eval is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results while using the architect ca19-9xr assay. The customer indicated that a (B)(6) patient who had undergone an operation for colorectal cancer on (B)(6) 2012 was being monitored. The customer provided the following results: initial: (B)(6) 2012: 28 u/ ml; retest: (B)(6) 2012 625 u/ml. No impact to patient management was reported.